Event description:
It was reported that the implantable cardioverter defibrillator recorded a false positive non-sustained right ventricular oversensing episode. It was noted that there was an actual ventricular tachycardia episode and therapy was not inhibited. No intervention was performed. The patient was in stable condition.